Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that corrosion on the venting connector, foreign material on angle lever, and peeled objective lens plating were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: plating of the objective lens is peeled off due to stress problem, corrosion of the venting connector due to leakage and foreign material in the angle lever, based on the results of the investigation, a root cause could not be identified. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.